Event description:
It was reported that the maryland bipolar forceps instrument was found defective during reprocessing. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found that the one grip was bent, causing side-to-side misalignment of the grips. There was a .017 offset at the tips. The bent grip did not exhibit separation of the yaw pulley and pulley cover at the glue joint, indicating the likely cause of bending remains overloading at the tips. Failure analysis also observed that the conductor cable exhibited a section where the material had melted causing arcing to the yaw pulley. No material was missing. The area affected measures roughly .056. Failure analysis also observed that both pitch up and down cables were frayed at the distal clevis hub. The small frayed strands stuck out at the wrist measuring roughly .105. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the frayed cable, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.